Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv and atp therapy due to a misdiagnosed episode of vt. Programming changes were made. Device remains implanted.

Event description:
New information received notes that the patient was stable following the event.